Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient experienced an overstimulation sensation; two days ago the patient was walking through the grocery store and she felt stimulation get extremely high and her legs went numb. After standing still for a while the patient felt stimulation decrease. It was noted, the patient was going to try adjusting her upright and mobile adaptivestim settings. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.